Event description:
The facility reported a pump that the insert slide clamp does not work. This event occurred during biomed testing. During service it was found that the insert slide clamp alarm does not work. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of a pump with an insert slide clamp alarm that does not work was confirmed. The cause was due to a faulty safety slide clamp. The pump's safety slide clamp assembly was replaced to fix the reported problem. The pump was retested and returned to the customer within specification.